Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4: lot number unknown, g3, h4: unknown.

Event description:
It was reported that during a tfn-advanced proximal femoral nailing system (tfna) surgical procedure using the unium modular handpiece device and ao/asif quick coupling for drill bits, about a two mm piece of metal came out during drilling while using the surelock. Another device was used to complete the surgery successfully. There was no delay to the procedure. There was patient involvement reported. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 of the same events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the photo was returned for evaluation. During repair, an evaluation was performed and it was determined that the device photo was reviewed and it was found that this is not a part or component for the reported attachment. Based on the additional photos were taken by the service center in japan, it is very clear that this part is not from a power tools. Therefore, the reported condition was not confirmed. The assignable root cause was not established.